Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently depleted quickly, and subsequently the pump shutdown. Additionally, the pump could not be powered on and remained unresponsive. The customer¿s blood glucose ranged from 92 to around 330 mg/dl. The customer reverted to an alternate method of insulin therapy.